Event description:
An article titled 'vault change after posterior phakic intraocular lens size exchange'. Patients underwent icl exchange to correct low vault and rotation of toric axis despite an acceptable vault. Cause of event was not reported.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).